Event description:
Reporter noted display abruptly faded out with a bang and burnt smell during bipolar coagulation in fourth case of the day. Used suture instead and completed procedure. Cancelled the next two scheduled surgeries that day.